Event description:
It was reported that during a surgical procedure at the user facility, the device was heating up. Although requested, no information was available regarding patient involvement, adverse consequences, surgical delay or medical intervention.